Manufacturer narrative:
Per tandem¿s user guide: alerts display automatically to notify you about safety conditions that you need to know (for example, an alert that your insulin level is low). Alarms display automatically to let you know of an actual or potential stopping of insulin delivery (for example, an alarm that the insulin cartridge is empty). Pay special attention to alarms. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of approximately 400 mg/dl. Reportedly, the cartridge ran out of insulin and customer did not load a new cartridge. Customer went to the emergency room with high ketones and was subsequently admitted to the hospital. Customer was treated with intravenous fluids of saline and insulin and was discharged 3 days later with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.